Event description:
A caller reported a malfunction on their insulin pump, displaying malfunction code 16, which recurred even after a reset. It is unknown if this issue affected the customer's blood glucose level as they declined to provide that information. Technical support assisted with resetting the pump and decided to replace it. The customer was informed about the replacement pump with updated software, provided instructions for storage mode, and instructed to return the faulty pump using a prepaid label. They agreed to use a backup insulin pump to ensure uninterrupted insulin delivery and were offered additional training through their tandem source account.